Manufacturer narrative:
After further review, this product was not returned for evaluation and the product return date should be blank. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex femoral, catalog #: 00596401751, lot #: 61019809. Palacos bone cement, catalog #: 00111214001, lot #: 66994193. Nexgen lps-flex articular surface, catalog #: 00596404210, lot #: 60969124. Nexgen all polyethylene patella, catalog #: 00597206538 lot #: 61053176. Hex head cortical screw, catalog #: 00225304042 lot #: 61096538. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2013-00126.

Event description:
It was reported that the patient¿s knee was revised due to pain and tibial loosening. Attempts have been made and no further information has been provided.